Event description:
On (B)(6) 2025, the user reported a kinked infusion set tubing during a breakfast meal announcement, which was resolved but followed by elevated blood glucose (bg). Bg rose to 272 mg/dl, dropped to 228 mg/dl, then rose again to 268 mg/dl. At the time of the call, the user had 4 units on board, with a continuous glucose monitor (cgm) reading of 258 mg/dl and a fingerstick reading of 279 mg/dl. The agent recommended changing the infusion set, which the user completed without assistance, and documented the lot number. The agent advised monitoring and to call back if bg continued rising over the next 1.5 hours. The highest blood glucose (bg) recorded was 279 mg/dl. Bg was corrected with a supply change. No symptoms were reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.